Manufacturer narrative:
Analysis of the extension (s/n: (B)(4)) found the distal end of the extension insulation was broken and the #3 conductor was stretched. The molded rubber was broken due to overstress/damage.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0yqqc, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from the manufacturer representative that reported during a placement procedure the extension wire separated. There were no patient symptoms. After tunneling, when the surgeon pulled the extension wire through with the carrier the inner wire separated. No diagnostics were performed and the extension wire was removed and replaced. The issue was resolved at the time of report. The patient was implanted for essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.